Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report intermittent out of range signal on (B)(6) 2014. At the time of contact, patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). Data was provided for investigation. No readings on date of issue.